Event description:
The advocate stated that the customer performed control tests and received results of 274 and 374 mg/dl. The normal control range was not provided, but should be around 95-136 mg/dl. No adverse events were alleged. The customer service representative attempted to troubleshoot the contour system, when the call was disconnected. No product will be returned for evaluation.

Manufacturer narrative:
The csr was unable to obtain the meter serial number before the call was disconnected. It's not possible to determine a manufacture date without the serial number.